Event description:
In late 2007, pt reports she had an emergency repair of an incarcerated ventral hernia with mesh implant. Six days later - pt underwent explant of the mesh secondary to infection, had IV antibiotic therapy to treat the infection and was hospitalized for four weeks. Currently, the pt is having problems with abdominal bloating and reports the scar has healed in a "funky" way.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.